Event description:
It was reported that during a follow up in clinic, reduced r-wave amplitude variation was noted on the right ventricular (rv) lead suspected to be due to lead dislodgement. A revision procedure was performed and the rv lead was successfully replaced to resolve the event. The patient was in stable conditioned.